Manufacturer narrative:
A1 - patient identifier: omq h6 - device codes: updated g4 - premarket / 510(k): k152842, k152853, k992510, k993232 device evaluated by MFR: the device was returned for evaluation. The outer sheath was noted to be damaged on several locations along the length of the device. The outer sheath was also noted to be separated approximately 10mm distal from the distal end of the valve body. The markerband was also noted to be damaged. The device was returned with the stent sheathed on the device. The investigator was unable to deploy the stent due to the damage noted to the outer sheath. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified with the device. No other issues were identified with the device.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified vessel in the biliary tract. During the procedure, it was difficult to push the stent, and the plastic skin of the stent was fractured. Consequently, the stent could not be deployed through the advancer. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified vessel in the biliary tract. During the procedure, it was difficult to push the stent, and the plastic skin of the stent was fractured. Consequently, the stent could not be deployed through the advancer. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6 - device codes: updated. Device evaluated by MFR: the device was returned for evaluation. The outer sheath was noted to be damaged on several locations along the length of the device. The outer sheath was also noted to be separated approximately 10mm distal from the distal end of the valve body. The markerband was also noted to be damaged. The device was returned with the stent sheathed on the device. The investigator was unable to deploy the stent due to the damage noted to the outer sheath. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified with the device. No other issues were identified with the device.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified vessel in the biliary tract. During the procedure, it was difficult to push the stent, and the plastic skin of the stent was fractured. Consequently, the stent could not be deployed through the advancer. The procedure was completed with another of the same device. There were no patient complications as a result of this event.